Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) male patient had a rash. The rash was located under all of the electrodes. The rash was irritated, red, and bumpy, but had no broken skin. The patient applied a cream to the rash. The patient's physician advised the patient to keep the affected areas dry and clean. Follow-up indicated that the rash had healed.